Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt had contracted peritonitis on (B)(6) 2014 and was hospitalized for an unk period of time. The pt was non-compliant during the usage of the machine and there was evidence of touch contamination. Medical records were requested.